Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging shortness of breath. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, possibly a faulty led, ui (user interface) knob broken, water tank missing. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.